Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical treatment. Device issue: guide wire separation. It was reported that the guide wire separated approximately 90 cm from the tip, during a peripheral procedure to treat an iliac. Ivus would not go through the lesion, so both the guide wire and the ivus were removed. On angiography, a part of the guide wire remained in the pt's periphery. The guide wire was able to be snared successfully. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: guide wire tip separation may happen when the core is subjected to tensile/torsional loads beyond its design limits. Possibly the pt anatomy and/or pt disease state caused the guide wire to become trapped. The case was used for a peripheral procedure and that the separation occurred approximately 90 cm from the tip. The location of the separation, suggests the separation occurred at the common iliac curve, where the bend stress is the greatest against the guide wire. Additional efforts to retract the trapped guide wire would cause separation at the reported location. It appears the reported separation is due to case circumstances; however, a definitive cause could not be determined.